Event description:
It was reported that the patient believed the pump was not helping him. The family requested to have the patient weaned off the intrathecal baclofen (itb), and the dose had been gradually decreased since (B)(6) 2014. On 2014-(B)(6), the pump was set to the lowest daily dose with the expectation that the reservoir would be empty by 2014-(B)(6). The family called the hcp regarding pump alarms, and they were brought in to stop the alarm. The patient continued on baclofen and their tone was unchanged. It was also reported that the patient was weaned down ¿about a month ago.¿ the pump was stopped and was alarming due to empty reservoir. They wanted the pump turned off. The reporter was sent the pump off form and password. The patient was also taking oral baclofen 20mg three times per day. The patient was not a candidate for explant at that time due to their medical condition. The patient had no new symptoms since they were weaned off itb. The pump system was being used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).